Event description:
Customer reports needs battery replacement-keeps blowing fuse.

Manufacturer narrative:
Due to system beyond end-of-life, batteries are not available. Customer in-house engineered will persue purchase from third party vendor.